Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: UDI details are not available based on the time of manufacturing.

Event description:
A healthcare facility in new york has reported that the peak inspiratory pressure of a rd900aeu neopuff infant resuscitator was not working. The healthcare facility further reported that the manometer needle does not move with increase in pressure. There was no reported patient involvement.